Manufacturer narrative:
Recall numbers: 1627487-07262012-002-r; 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04436. It was reported the patient had felt heating at the ipg site which was uncomfortable during the last few times he had used the charging system. A replacement charging system was sent to the patient. Follow up found the patient had received the replacement charging system and he stated it was working well. It was reported he was able to charge and was receiving stimulation.